Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00284 and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00283). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom onboard battery was unable to maintain a charge. The patient was subsequently switched to the backup freedom driver and freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm and the freedom onboard battery was unable to charge, the freedom driver continued to perform its life-sustaining functions. The freedom driver has a redundant power source of external power. In addition, patients are provided with several freedom onboard batteries. The freedom driver and freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00284 and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00283). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom onboard battery was unable to maintain a charge. The patient was subsequently switched to the backup freedom driver, and the freedom onboard battery was also switched to a backup onboard battery. There was no reported adverse patient impact. Freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. Visual inspection revealed housing separation at the housing connector and an impact dent on the connector housing. It is unknown how the housing separation and impact dent occurred, but it is likely the result of an impact shock. The onboard battery was connected to battery evaluation software, and analysis of the data revealed that the onboard battery was subjected to an over-discharge event, causing a cell imbalance and cell under voltage (cuv) and pack under voltage (puv) flags. Because these parameters were outside of the internal safety firmware design limits, the onboard battery's inputoutput functions were permanently disabled. This was the root cause of the reported issue of the inability of the onboard battery to maintain a charge. The onboard battery was taken out of service. The investigation of freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00284) concluded that the freedom driver performed as intended, and there was no evidence of a device malfunction. This failure mode posed a low risk to the patient because although the freedom driver exhibited a fault alarm and the freedom onboard battery was unable to charge, the freedom driver continued to perform its life-sustaining functions. The freedom driver has a redundant power source of external power. In addition, patients are provided with several freedom onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.